Event description:
Reporter indicated that prior to patient undergoing revision surgery there was an increase in seizure activity. Pre-vns seizure rate is unknown. Product analysis performed on explanted generator yielded no anomalies.